Manufacturer narrative:
Data analysis of the device image suggested rf telemetry lockout had occurred in the field due to excessive rf usage in a short period of time. As received, the lockout period had expired. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. Device showed normal characteristics and able to be interrogated successfully in as received and nominal settings on various merlin programmers. Rf telemetry could be enabled and disabled with no issue. Electrical, mechanical and environmental tests indicated normal device functionality. The reported event of unavailable rf telemetry and slow inductive communication that led to device testing impossible was not confirmed.

Event description:
During a follow up, it was noted that it was not possible to interrogate the device. The device was explanted and replaced to resolve the event and the patient was stable with adverse consequences reported.